Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. No unexpected pump error 37 alarms or pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 (sda) trace on the keypad assembly. The motor was tested outside of the pump and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast and hardware low level failure. The customer¿s blood glucose level was below 30 mg/dl. The customer was treated with food. Customer was unable to clear the alarm and able to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer was performed self test and it was failed. The insulin pump will be returned for analysis.